Event description:
The customer reported that the 9800 system locked up during a case. The 9800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor, display adaptor, backplane, generator interface, foot switch and cpu were replaced during the service call. The system was tested and found to be working as intended and put back into service.